Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicates that twin packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that when the simplex was injected with revolution cement gun, the patient suffered a sudden decrease in blood pressure and stopped cardiac arrest. But, she was resuscitated with a defibrillator.